Event description:
Pt reported obtaining a blood glucose result of 194 mg/dl, while using the suspect device. Pt indicated that blood glucose was immediately retested, on a physical therapist's device, with a result of 80 mg/dl. No pt injury was reported and no treatmen was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.